Event description:
It was reported that 1 day after implantation of an intraocular lens (iol) into the left eye (os), fibrin in ac, 2+cell, and hypopyon about .5mm was observed. The patient's bcva decreased from 20/20 sc pod1 to 20/60 sc pod2. In the surgeon's opinion, the most likely cause of the event is tass related event. Patient outcome is good. The following medications were prescribed (for use at home post-operatively): omni combo gtts one drop os tid (B)(6) 2025), pred forte 1% one drop os q1hr (started (B)(6) 2025), moxifloxacin 0.5% one drop os tid (started (B)(6) 2025), ketorolac 0.4% one drop os qid-bid (started (B)(6) 2025), medrol dose pack.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.